Event description:
An ophthalmic surgeon reported that the valve of the trocar did not function properly during a vitrectomy procedure. The surgery was completed without a problem after the trocar was replaced with a new one. There was no harm to the pt. Additional info has been requested, however, none has been received to date.

Manufacturer narrative:
The investigation is in progress. The complaint sample has not been received at the mfg site for eval at this time. Two trocar component lots were used to make up the reported final lot. A device history record review was conducted for each of the trocar lots. The device history record reviews do not point to a root cause because all lots were released based on the MFR's acceptance criteria. A complaint history review indicates no other complaints were associated with the trocar lots. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).